Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6). Product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the patient was back on narcotics because she was in a lot of pain with the pump "jiggling around and bruised around there" and she wants the pump relocated as soon as possible.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 05-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable drug infusion device. The drug being delivered was 200 mcg/ml baclofen (unknown) at 58.95 mcg/day. It was reported that about 4 weeks ago she started to experience a lot of pain around her pump site. About a week later, when she went to sit down the pump would pop forward and the outline of the pump was visibly making the popping motion. At that time, she had followed up with her pc and primary and they redirected her to see her surgeon who then redirected her to their pa who told her that the pump needed to be replaced and put in the back instead of her stomach (pump currently located on the left side of stomach). She was also told there was a potential that her catheter might be dislodged and unanchored. She was told the pump may be popping out due to her weight loss of 4 pounds which the patient didn't think was the case. The pain at the pump site is getting worse and the office is acting like this situation is not a big deal. She did not have any falls or traumas recently and has been very careful with her pump. She did notice since implant that the catheter in her back felt tight. She has also felt a grabbing, ripping, and twinging sensation since implant whenever she bends a certain way. There was a nodule up her spine but was told by the pa that it was just a large spasm that hadn't gone away. For the past week and a half her spasms have come up more occasionally, however the other day her left leg had a spasm that lasted over 2 minutes and then it went to her forearms. She saw the pa and that was when they upped the dose ((B)(6) 2021) which had helped. Troubleshooting was not required. The patient was redirected to their healthcare provider to further address the issue.